Event description:
The patient was enrolled in the (B)(6) clinical study with the patient identifier of (B)(6).  It was reported that the patient was diagnosed with in-stent restenosis (isr). As part of the eminent clinical trial, the patient underwent treatment with the innova device on (B)(6) 2017. The target lesion, located in the right distal sfa (proximal popliteal artery not involved), had 6 mm and 5 mm reference vessel diameter (distal and proximal, respectively) and was crossed through the true lumen; the lesion had 60 mm of length and 100% stenosis. A 6x80x130mm innova stent was implanted. Post-dilatation was performed using one 5 mm balloon and residual stenosis was 10%. No thrombus was seen in treated vessel at the end of the procedure. On (B)(6) 2018, the patient was diagnosed with in-stent restenosis (non-serious event). No action was taken. The event is currently assessed as ongoing.